Manufacturer narrative:
Two photographs were returned for evaluation. Visual inspection found the pilot balloon to be detached from the unit. No functional testing was conducted as no product was received. 32 assemblies were reviewed of the complete manufacturing process of air way and balloon. Production personnel perform a visual inspection to detect any damage on the inflation lines on 100 percent of the product. The units are then inflated with air and visually inspected to see that the cuff inflated uniformly. A leak test is performed as well on each. The reported customer complaint has been confirmed; the most probable cause of issue has been determined to be that damage occurred after the product left the shm facility.

Manufacturer narrative:
Report source: foreign: (B)(6).

Event description:
Information was received that during the use of a smiths medical bivona air-cuf neonatal v neck flange tracheostomy tube, the cuff was inflated and the indicator needle rose to 30cm h2o and dropped to 0cm h2o and failed to maintain pressure. The valve of the cuff was removed. The parameters of the ventilator were checked and no parameters indicated leakage. This was noticed after four days of installation. No adverse effects were reported.